Manufacturer narrative:
Changed from product problem to adverse event as the additional information states there was a cannula change. Changed to serious injury. Device evaluation: one portex® bivona customization tracheostomy tube was returned for analysis. The customer's reported problem was "the collar was broken". Upon visual inspection, it was noticed that both of the neck flange eyelets were torn. One was completely through and the other only partially. From the sample, it appears the neck flange eyelets were torn through by something sharp cutting through both of the eyelet holes. The directions for use contains a warning statement to guard against product damage by avoiding contact with sharp edges. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.

Event description:
The incident did not cause clinical consequences for the patient and did not aggravate the patient's condition. The cannula was replaced by a cannula in stock. The issue is not resolved, but is still in progress.

Event description:
Information was received that the bivona tracheostomy tube had a broken collar. No reported adverse effects.